Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose level that day was 512 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient remained on pump therapy, and the pump's settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled out as a contributing factor to the reported health event.